Event description:
The consumer states that the metal plate that attaches the headtube to the frame has reamed out and will no longer keep the screws tight. This causes the headtube to tilt and casters are no longer parallel to the ground.